Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 0316778 device expiration date : 11/30/2025 device manufacture date : 01/15/2021 lot # : unknown. Device expiration date : unknown. Device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 4th. Related complaint for needle clog on lot # 0316778. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Unable to perform complaint lot history check for needle clog on unknown lot number. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with the packaged lot#0316778 concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd ultra-fine¿ pro pen needles were unable to prime. The following information was provided by the initial reporter : the consumer reported no insulin flow during priming. Date of event : unknown. Samples : available.